Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "migration " is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Patient reported "fell out and it hurts, gets a little hard". This record is for the right side. Healthcare professional later reported "exchange due to encapsulation." The device remains implanted. Patient was prescribed bands and massages.